Event description:
Related manufacturer reference number: 2017865-2025-12924. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise oversensing which resulted in inhibition of atrial pacing. The rv lead was capped and replaced on (B)(6) 2025 while the ra lead remained implanted. The patient was in stable condition.